Event description:
During a supraventricular tachycardia procedure, communication issues resulted in the procedure being cancelled. The ep-4 simulator was powered on but the following message was displayed on the touchscreen: "ep-4 is off". The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.